Event description:
The complainant alleged that while treating pt who was pale, diaphoretic with rapid respiration and heart rate, the device displayed an "ECG fault 4", and "poor pad contact" message. The complainant indicated they were able to obtain another device to continue treatment and there was no adverse effect to the pt as a result of the reported malfunction.